Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. The investigation determined the reported difficult to remove and guide wire core separation appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement through the anatomy, the guide wire core became kinked. During retraction the wire interacted with the oct catheter causing the resistance and difficulty to remove, ultimately resulting in the core separation due to manipulation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was 60% stenosed. A hi-torque balance middleweight (bmw) hydro guide wire was being used in conjunction with the optical coherence tomography (oct) catheter, however, during withdrawal of the guide wire from the anatomy it became stuck with the catheter and the guide wire separated in two pieces inside the anatomy. There was no resistance during advancement, but there was resistance during retraction with the oct catheter. The guide wire and the catheter were withdrawn as a single unit. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another bmw guide wire was used to complete the procedure. The patient outcome was excellent. No additional information was provided.